Event description:
On (B)(6) 2018, the patient was discharged to home afebrile, stable vital signs, and euvolemic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on vad support. Cardiac arrhythmia is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the hm3 lvas IFU contains subsections titled ¿measuring blood pressure¿ and ¿blood pressure management.¿ heartmate 3 lvas IFU rev. B is currently available. Cardiac arrhythmia is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the hm3 lvas IFU contains subsections titled ¿measuring blood pressure¿ and ¿blood pressure management.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the lvad clinic on (B)(6) 2018 with complaints of progressive weight gain, shortness of breath when walking, significant abdominal bloating, bilateral lower extremity edema, and a 12 pound weight gain. The patient was subsequently admitted to the mvad service for IV diuresis. He was initially started on IV lasix push without much improvement and was transitioned to a lasix infusion. This resulted in good urine output, improvement of his subjective shortness of breath and reduction in weight. It was reported that the patient had low blood pressures overnight, tachycardia with intermittent non-sustained ventricular tachycardia (nsvt) and was asymptomatic. During admission, he was noted to have episodes of nsvt and tachycardia which prompted electrophysiology (ep) consult for device interrogation. Ep felt the patient had worsening atrial tachycardia/fibrillation burden as cause for his elevated heart rates, as well as episodes of nsvt and ventricular tachycardia. The patient was given digoxin and amiodarone and continued on mexiletine. Given history of elevated lfts (liver enzymes) with amiodarone therapy in the past, gastroenterology was consulted for safety and recommended continuing amiodarone for benefit/risk. Metoprolol dose was decreased from 100mg/day to 50mg/day, given concern for right ventricular dysfunction. On (B)(6) 2018, the patient underwent a right heart catherization that showed ra 10, pa 44/21, wedge 20, td 5.07/2.4, fick 4.12/1.95. The patient's lvad speed was increased to 5700 rpm. On (B)(6) 2019, the patient was discharged to home afebrile, stable vital signs, and euvolemic.